Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 27dec2022, cook medical inc. Received a complaint from ms. (B)(6), a representative at (B)(6). Upon an emergent tips procedure, dilatating the neck and attempting to place the dark blue check-flo sheath to the rosch-uchida transjugular liver access set (rpn: rups-100, lot: 14964971), the sheath became accordioned, making it unusable. A second device was opened to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The supplied kcfw-10.0-38-40-rb, flexor guiding sheath from the rups-100, rosch-uchida transjugular liver access set was returned in a used and damaged condition. During the investigation, the shaft did not exhibit evidence of being accordioned. However, the distal tip of the sheath did exhibit evidence of being crimped and/or torn. All dimensional verifications deemed relevant to this failure mode were completed and concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: warnings: ¿ if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation withdrawal. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event is component failure, being defined as component failure without any design or manufacturing issue. The observed tip damage could have resulted from inserting the introducer at an angle. This could have created a gap between the sheath and dilator, which could cause the material to crease. It is also possible the dilator was not properly secured within the opti-loc fitting prior to insertion. This would have allowed the dilator to inadvertently slip backwards during advancement, resulting in a poor transition with the sheath. Furthermore, this incident may be a result of the device encountering tough tissue at the entry site. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the sheath in a rosch-uchida transjugular liver access set accordioned. The device was required for an emergent transjugular intrahepatic portosystemic shunt (tips) procedure. After dilating the neck, the user attempted to advance the sheath but the device accordioned making it unusable. There were no difficulties introducing the other components of the set. The procedure was completed with a second access set. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon inspection of the returned device, cook discovered the sheath tip was crimped and torn, thus prompting this report.

Manufacturer narrative:
Initial reporter occupation - occupation: registered radiologic technologist. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.